Manufacturer narrative:
Serial number of the device not provided by the complainant, therefore the expiration date is not known. The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. If additional relevant information is received or device evaluation completed, a supplemental medwatch will be filed. Serial number of the device not provided by the complainant, therefore the manufacture date is not known. Device history record (DHR) review was unable to be conducted for the device as the identification numbers were not provided by the complainant.

Event description:
It was reported that during the procedure, the doctor dilated and then scoped the patient. The deficit began to increase and the doctor noted a perforation. Procedure was aborted. No additional details available.